Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 03may2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported her humapen (unspecified device) malfunctioned. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4) this spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane 70%/ human insulin 30% (rrna origin) injections (humulin 70/30), via a cartridge from reusable humapen (unknown), twice daily (25 units in morning and 18 units at night), subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, while on human insulin isophane 70%/ human insulin 30% treatment, her blood glucose was high (fasting blood glucose was 23). She was hospitalized due to the event on an unknown date. On an unknown date, she had a condition of vomiting that appeared. It was also noted the humapen had malfunctioned recently (product complaint (B)(4)/ lot number unknown). Information regarding corrective treatment and outcome of the event was not provided. As of (B)(6) 2019, she was discharged from the hospital and was continued on human insulin isophane 70%/ human insulin 30% treatment. Follow up was not possible as the reporter refused to follow up via a phone and contact information of physician was not provided. The operator of humapen and his/her training status was not provided. The model duration and suspect duration for humapen was not provided. The suspect humapen was noted to be discarded; thus the humapen associated with product complaint (B)(4)was not returned to the manufacturer. The initial reporting consumer related the event of blood glucose increased while did not provide relatedness for the remaining event with human insulin isophane 70%/ human insulin 30% treatment. The reporting consumer did not provide any relatedness for the events with humapen device. Update 16-apr-2019: information received on 14-apr-2019, 15-apr-2019 and 16-apr-2019 were processed at same time. Update 18-apr-2019: additional information was received from the initial reporter on 16-apr-2019. Added; one non-serious event of vomiting. Updated causality statement and narrative with new information. Edit 23apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 25-apr-2019: product complaint number (B)(4)was received from affiliate on 23-ap-2019 and pc was processed accordingly. No new clinically or medically significant information added to the case. Update 03may2019: additional information received on 01may2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen (unknown) associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Edit 23may2019: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane 70%/ human insulin 30% (rrna origin) injections (humulin 70/30), via a cartridge from reusable device (humapen unknown), twice daily (25 units in morning and 18 units at night), subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date, while on human insulin isophane 70%/ human insulin 30% treatment, her blood glucose was high (fasting blood glucose was 23). She was hospitalized due to the event on an unknown date. On an unknown date, she had a condition of vomiting that appeared. Information regarding corrective treatment and outcome of the event was not provided. As of (B)(6) 2019, she was discharged from the hospital and was continued on human insulin isophane 70%/ human insulin 30% treatment. Follow up was not possible as the reporter refused to follow up via a phone and contact information of physician was not provided. The operator of humapen and his/her training status was not provided. The model duration and suspect duration for humapen was not provided. The status of humapen was continued and information regarding its return was not provided. The initial reporting consumer related the event of blood glucose increased while did not provide relatedness for the remaining event with human insulin isophane 70%/ human insulin 30% treatment. The reporting consumer did not provide any relatedness for the events with humapen device. Update 16-apr-2019: information received on 14-apr-2019, 15-apr-2019 and 16-apr-2019 were processed at same time. Update 18-apr-2019: additional information was received from the initial reporter on 16-apr-2019. Added; one non-serious event of vomiting. Updated causality statement and narrative with new information. Edit 23apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Update 25-apr-2019: product complaint number (B)(4) was received from affiliate on 23-apr-2019 and pc was processed accordingly. No new clinically or medically significant information added to the case.